Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 209 mg/dl. Customer also stated that insulin pump was broken at battery compartment. Customer was assisted with troubleshooting. Customer also reported that they received an open book image and question mark on the insulin pump screen. The customer was advised that insulin pump will need to be replaced and to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.